Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079374, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7098626, UDI: (B)(4). Product family: scs-lead fixation: upn: m365sc43180, model: sc-4318, batch: 30959008, UDI: (B)(4).

Event description:
It was reported that the patient underwent an spinal cord stimulation (scs) replacement procedure due to an unknown reason.